Manufacturer narrative:
There is a fm inspection during the outgoing inspection. There was no qn raise during the outgoing inspection. No photo / sample was received. If there was sample received, the fm can be investigated for its cause. The complaint will be re-open when there is sample received for the complaint. The complaint trend will be tracked and monitored.

Event description:
When the nurse was giving the patient infusion treatment, she found that no blood returned after the indwelling needle was inserted. After adjusting the position of the needle, no blood returned to the syringe. She immediately withdrew the needle and found that there was a transparent rubber object blocking the outlet of the needle plug. After comforting the patient, she replaced the indwelling needle with the same batch number and specification and re-punctured to complete the infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn had foreign matter when the nurse was giving the patient infusion treatment, she found that no blood returned after the indwelling needle was inserted. After adjusting the position of the needle, no blood returned to the syringe. She immediately withdrew the needle and found that there was a transparent rubber object blocking the outlet of the needle plug. After comforting the patient, she replaced the indwelling needle with the same batch number and specification and re-punctured to complete the infusion.